Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
An international distributor reported a customer's AED will not speak. They reported this did not occur during patient use.

Manufacturer narrative:
The unit was requested for return and further evaluation. Upon return, the device underwent bench testing. The reported issue was confirmed and identified to be attributed to failed speaker component.